Event description:
A surgeon reported that a patient was experiencing poor vision following an intraocular lens (iol) implant surgery. A scratch was noticed on the lens approximately half way through the optic. The lens was exchanged with a lens of the same model and power. Additional information was received from the surgeon which indicated the event has resolved. The patient's vision has greatly improved after the lens exchange procedure. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the lens was returned with solution, scratched optic and haptic damage. The questionnaire indicated the use of an unapproved cartridge, handpiece, and viscoelastic combination. Results from the product history record review indicated the product met release criteria. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause is most likely related to a failure to follow the dfu. The file indicates the use of an unapproved viscoelastic with the lens/cartridge combination. Due to varying viscosity, the use of unapproved viscoelastics may result in lens delivery difficulties or product damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).